Event description:
The lay user/patient called lifescan (lfs) in 2006, and alleged that her meter's display was cracked. The medical affairs specialist spoke to the patient two weeks later and obtained /verified the following: the patient originally reported that she dropped her meter on january 2006. She reported that she felll into a coma two weeks earlier, upon confirming that she was without her meter for one day, she stated that she was unable to test on her meter for approximately one week. The patient reported that she had a back-up meter, but she was unable to locate it. On the day of the event, the patient was at home when she began to feel high, light headed, "floaty" and had a rapid heartbeat". She then fell into a coma. Her daughter came over and found her soon after and called the paramedics. She wastaken to the hospital, where a lab test was performed with a result of 1100 mg/dl. She was treated with insulin and monitored. The patient has received a replacement meter.